Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer was treated with delivering bolus through insulin pump. Customer did not allege insulin pump was under delivering. Customer performed self test and displacement test and both tests were passed. Customer also reported that the insulin pump was not working as designed. Troubleshooting was performed for hyperglycemia. The insulin pump will not be returned for analysis.